Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping noted. The insulin pump had scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported that the buttons and the keypad of the insulin pump were unresponsive. The customer's blood glucose was 79 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.